Manufacturer narrative:
Four samples were received for testing. Three catheters were evaluated with a friction test and one catheter was evaluated via a finger test. The catheters performed according to specification therefore the complaint cannot be confirmed as reported. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.

Event description:
Patient identifier: (B)(6). Date of event is (B)(6) 2011. According to the information received, the catheters are difficult to insert. The patient states that the catheters are more painful to insert and feel rough.